Event description:
It was reported by the caregiver that the cannula allegedly retracted as the pink slide moved forward; however, the cannula was not visible upon pod removal, which was suggestive of a needle mechanism issue. The patient was wearing the pod on the abdomen for approximately 49 to 71 hours, and the blood glucose level reportedly increased to 17 mmol/l (306 mg/dl) at the time of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.